Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 8000 ise module. The sample initially resulted in a sodium value of 151 mmol/l. The doctor questioned the result, so the sample was repeated. The repeat result was 140 mmol/l and this value was deemed correct.

Manufacturer narrative:
The field service engineer checked the fluidics and mixing chamber. The sipper and vacuum nozzles were checked and cleaned. The electrodes were replaced as they were due for replacement. All fluids were primed. Mechanical checks and an ise check were successful. Precision studies were successful. The complained sample was re-centrifuged and precision studies were performed using it. No further issues were reported after the service actions were performed. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.